Event description:
It was reported that the Deep Brain Stimulation (DBS) implantable pulse generator (IPG) reached end of service (EOS). As part of the intervention, the IPG was replaced. Postoperatively, the patient was reported to have resumed therapy with the replacement IPG and was receiving stimulation as intended. The explanted device will not be returned for analysis, as it was retained and disposed of by the hospital in accordance with facility policy.

Manufacturer narrative:
Block B4: Approximated based on the date the manufacturer became aware of the event.Block D.2b; Additional applicable Product Codes: NHL, PJS.